Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, in-house testing was performed on the reported lot number. Retain strip testing results met accuracy criteria. No product deficiency was found for strip lot 370105ar. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. Although potential storage issues and improper techniques were identified, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2.5 - 3.0. On (B)(6) 2016 patient self tester tested with her inratio monitor and received a 1.7 inr. She was instructed to increase her warfarin from 9mg/day to 10mg/day beginning wednesday, (B)(6) 2016. On (B)(6) 2016 patient went to the doctor's office for a scheduled appointment and had her blood drawn. The inr came back as a 3.1 from the venous draw. Approximately 30 minutes to an hour later patient tested on inratio and received an inr of 1.2. After receiving the laboratory value of 3.1, patient was instructed to decrease her warfarin to 9.5mg/day. No reported adverse patient sequela.